Event description:
The user facility reported an increase in pressure during an operation for aneurysm with capiox fx25 device. Follow up information from the user facility reported the following information: about 20 minutes after ecc started, when cooling began, the pressure pre-membrane started to increase; the customer was forced to decrease the flow rate down to 2.5l/min. Against the total flow rate of 5l/min appropriate to this patient; the oxygenator was replaced with a new capiox rx25; blood loss for the replacement of the oxygenator was about 250ml; the operation was continued without recurrence of the pressure increase; the operation was completed successfully; there was no harm to the patient during the procedure; and the patient is currently in the hospital with continuous hemodiafiltration.

Manufacturer narrative:
This section was completed by the manufacturer per cfr 803.52.(f)(11) because the information was not initially completed by the user facility. Amount of blood volume loss was 250ml due to device change out. The actual device was returned to the manufacturing facility for evaluation. Visual inspection upon receipt did not find any anomaly in the appearance. The actual device, in returned condition, was built into a circuit with tubes. 1l of saline solution was circulated in it and the pressure drop was determined at each flow rate. The obtained result was found to be comparable to that of the current product sample. The blood pathway was rinsed with saline solution and visual-inspected. No anomaly in the appearance, with no formation of thrombus was confirmed. The housing component was removed for further inspection of the oxygenator module. The fiber winding was confirmed to be normal, with no formation of thrombus on it. The fiber layer was removed from the winding in increments of 4mm and each layer was subjected to visual inspection. No formation of thrombus was found. The fiber layers removed were inspected under magnification. Adhesion of white thrombus was found on the surface of the fiber on the layers located close to the heat exchanger module. The heat exchanger module, after the fiber having been removed, was inspected under magnification. There was no formation of thrombus on the outer cylinder. The outer cylinder was removed and the inside the heat exchanger module was subjected to visual and magnifying inspections. No formation of thrombus was found on it. Electron microscopic inspection of the fiber on each layer on the front side of the fiber winding revealed the adhesion of erythrocyte components, including white blood cells and blood platelets and others. A review of the device history record of the involved product/lot# combination confirmed there were not any indications of production related problems. A search of the complaint file found no previous report of this nature with the involved product /lot# combination. Based upon the available information, the cause for the reported event cannot be definitively determined. There are many complex clinical variables that may have affected the reportedly observed conditions during the procedure. However, there is no indication that the reported event was related to a product malfunction or defect. All currently available information has been placed on file by qa at the manufacturing facility for appropriate tracking, trending, and follow up. (B)(4).